Event description:
It was reported that within seven minutes of life 2000 home therapy use the patient had an oxygen saturation drop to 84-88%, lightheadedness, sluggish speech, and complained of not feeling well. No medical intervention was required, and once switched to 2.5-3l oxygen via nasal cannula (nc), she quickly recovered to 100%. Approximately two weeks later, on (B)(6) 2023, the patient was admitted to the hospital for hypercarbia. It was confirmed, however, that the patient was not on the device at the specific time of this occurrence. The patient is an 83-year-old female with a relevant medical history of chronic hypoxia and hypercarbia, respiratory failure (3-4 l oxygen during the day with bipap at night), obstructive sleep apnea, copd, cardiac sarcoidosis, heart failure, chronic kidney disease, and is legally blind. It is additionally noted that she uses a trilogy concentrator. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
It was reported that within seven minutes of life 2000 home therapy use the patient had an oxygen saturation drop to 84-88%, lightheadedness, sluggish speech, and complained of not feeling well. No medical intervention was required, and once switched to 2.5-3l oxygen via nasal cannula (nc), she quickly recovered to 100%. Approximately two weeks later, on (B)(6) 2023, the patient was admitted to the hospital for hypercarbia. It was confirmed, however, that the patient was not on the device at the specific time of this occurrence. The patient is an 83-year-old female with a relevant medical history of chronic hypoxia and hypercarbia, respiratory failure (3-4 l oxygen during the day with bipap at night), obstructive sleep apnea, copd, cardiac sarcoidosis, heart failure, chronic kidney disease, and is legally blind. It is additionally noted that she uses a trilogy concentrator. Follow up from the respiratory therapist (rt) who initially suggested use of the life 2000 for the patient believes that ¿since the patient does not have as much stimulation and may be dozing off that the life 2000 may not be enough support for her, therefore causing the patient to desaturate. ¿they (hct) advised the patient should continue life2000 device sparingly and only when she is alert/engaging with others. Otherwise, she should stay on her trilogy device. There was no allegation of malfunction, and the patient is keeping the device. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. For this event, the patient experienced (hypoxia & hypercarbia) which required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure concluding a serious injury occurred. There was no allegation of a malfunction with the device. However, at this time, due to the patient¿s relevant medical history listed previously and symptoms experienced while using the device, hillrom is unable to rule out that the device caused or contributed to the serious injury. If additional information becomes available, the complaint will be updated accordingly. Based on this information, no further action is required.